Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle was used during a bronchoscopy procedure within the lungs on (B)(6) 2010. According to the complainant, the device was tested prior to being used, and there was no noticeable damage. During the procedure, a sample was obtained from the lung tissue using the jabbing method. The needle was retracted back into the sheath, and the device and the bronchoscope were removed from the patient. It was then noticed that the needle had detached. The bronschoscope was inserted back into the patient in order to locate the needle; however the needle was not found within the patient. The bronchoscope was removed from the patient again, and the needle was then located within the working channel of the bronchoscope. There was no damage to the scope. The procedure was prolonged by 5 minutes. At the discretion of the physician, the procedure was aborted at this time. The procedure was successfully completed one week later with another excelon transbronchial aspiration needle. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle was used during a bronchoscopy procedure within the lungs on (B)(6), 2010. According to the complainant the device was tested prior to being used, and there was no noticeable damage. During the procedure a sample was obtained from the lung tissue using the jabbing method. The needle was retracted back into the sheath, and the device and the bronchoscope were removed from the patient. It was then noticed that the needle had detached. The bronchoscope was inserted back into the patient in order to locate the needle; however the needle was not found within the patient. The bronchoscope was removed from the patient again, and the needle was then located within the working channel of the bronchoscope. There was no damage to the scope. The procedure was prolonged by 5 minutes. At the discretion of the physician, the procedure was aborted at this time. The procedure was successfully completed one week later with another excelon transbronchial aspiration needle. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
A visual inspection of the returned device found that the needle and one inch of the needle hub had separated from the device. While the outer sheath appeared to be intact, the inner metal sheath was found to be uncoiled and stretched out; it appears that the needle had been pulled off of the coil. The needle was also noted to be kinked. The condition of the returned device was consistent with the complaint that the needle detached; the complaint was confirmed. The most probable cause of the reported issue has been determined to be operational context. A review of the device history record (DHR) was performed; no anomalies were noted.